Manufacturer narrative:
The device was not returned for evaluation. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. The complaint could not be replicated or confirmed, as no product was returned for evaluation.

Event description:
An event occurred on an unspecified date involving a primary set, piggyback with backcheck valve, 2 clave y-sites, secure lock, 100 inch, reporting that mobile and immobile debris was observed floating in the drip chamber of the IV tubing after spiking a normal saline bag. The bag and tubing were sequestered, and the supply chain was notified. The contaminant is suspected to have originated from the IV tubing. The affected lot was removed from use in the ed. In most cases, a single brown or black spot was observed in the same area of the drip chamber. It was noted that in some instances the speck appeared black, while in others it appeared brown. In both cases, the specimen appeared to be embedded in the plastic of the drip chamber in nearly identical locations. The drip chamber was opened to allow access to the speck. Attempts were made to remove the speck; however, it could not be removed. Even with aggressive scraping using a scalpel, the speck remained embedded in the inner plastic surface of the drip chamber. There was no reported patient involvement and no reported patient harm.